Manufacturer narrative:
(B)(4). B. Braun medical inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) ( the importer). This report has been identified as b. Braun (B)(4), although it was indicated the sample was saved, numerous attempts made to the reporting facility to obtain additional information and the sample have not been successful. A review of the complaint database was performed and no adverse trends of this nature were identified during the review process for item # (B)(4). The batch records could not be reviewed as the lot number was not known. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available or the sample is returned, a follow-up report will be submitted.

Event description:
(B)(4).